Event description:
Based on additional information received on 28-nov- 2017, the case initially considered as non-serious was upgraded to serious as an important medical event of device malfunction was added. This case was cross reference with case ids: (B)(4) (cluster). This unsolicited case from united states was received on 28-nov-2017 from other non-health care professional this case concerns a female patient (age unspecified) who received treatment with synvisc one and after 1 day had red knee, swollen knee, painful knee and knee effusion. Also device malfunction was identified for the reported lot number. No past drugs, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (frequency, dose, indication: not reported; lot number: 7rsl021 and expiration date: may-2020) in unspecified knee. On (B)(6) 2017, after 1 day of receiving synvisc one injection, patient had knee effusions, with similar symptoms of red, swollen and painful. Action taken: unknown. Corrective treatment: not reported for red knee, swollen knee, painful knee and knee effusion outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 28-nov-2017 and 16-dec-2017 (both the information was processed together with clock start date of 28-nov-2017) . The case was upgraded to serious. Additional event of device malfunction was added along with details. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow-up dated 28-nov-2017: this case concerns a patient who received treatment with synvisc one injection from the recalled lot and later experienced to have localized erythema, swollen knee, painful knee and knee effusion. Based on the available information, temporal relationship can be established between the events and the suspect product. However, as the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relation of the events to the product cannot be excluded.